Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified low reading with the adc blood glucose meter. The customer reported a loss of consciousness, and was provided orange juice by emergency services. It is unknown if the unspecified low reading was indicative of hypoglycemia, which would be consistent with treatment. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported an unspecified low reading with the adc blood glucose meter. The customer reported a loss of consciousness, and was provided orange juice by emergency services. It is unknown if the unspecified low reading was indicative of hypoglycemia, which would be consistent with treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs (device history record) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing of the freestyle strips was not able to be reviewed, as these strips expired on 30 jun 2019. If the product is returned, the case will be re-opened and a physical investigation will be performed.section h4 (device mfg date) was updated, as it was incorrectly documented in the previous (initial) report.